Event description:
Operative findings indicated the patient was found to have both central and perivalvular prosthetic aortic insufficiency and moderate aortic stenosis. Patient was discharged on post operative day seven.

Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23 mm bioprosthetic aortic valve was explanted after ten (10) years, three (3) months due to moderate calcific aortic stenosis and moderate-to-severe perivalvular regurgitation. Patient presented with symptomatic bradycardia and hypotension. The explanted device was replaced with a 21 mm pericardial bioprosthesis. There were no complications reported during procedure.